Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the delivery catheter system (dcs) was inserted into the patient and advanced to the native aortic annulus. The valve was then partially deployed in that it was positioned 2 millimeters (mm) from the non-coronary cusp (ncc) and 1-2 mm from the left coronary cusp (lcc). Prior to slowly withdrawing the dcs from the valve, the nosecone was centered within the valve frame by slightly retracting the guidewire. After retracting the guidewire, the valve was slowly deployed. As the valve was slowly deployed, and as the guidewire was in the left ventricle, the nosecone of the dcs interacted with the valve causing it to dislodge towards the patient's aorta. After valve dislodgement, the valve was positioned in that it was 0 mm from the ncc and -1 mm from the lcc. The attending physician then decided it would be best to implant a second transcatheter aortic valve. In response, a new valve was prepared and then was successfully implanted. Per the physician, the nosecone of the dcs and non-medtronic guidewire caused the valve to dislodge.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-26 (B)(6); product type: 0195-heart valves; implant date (B)(6) 2026: explant date: n/a. H6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional codes. Annex f code was erroneously omitted from the initial medwatch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the cusp overlap technique was used. The valve was not inadvertently deployed to an unintended position. Per the physician, there were no additional procedural observations, or anything in terms of patient anatomy that contributed to the dislodgement.